Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown/not provided. Age and date of birth unknown/not provided. Patient sex unknown/not provided. Weight unknown/not provided. Date of event unknown/not provided. Lot number unknown/not provided. Concomitant device: dental abutment, iapp464g, certain gingihue post 4.1mm(d) x 6mm(p) x 4mm(h). Lot#: unknown/not provided. Therapy date unknown/not provided. Email address unknown/not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the sales individual that a screw on an unknown tooth site will not seat into the implant and the screw is possibly loose.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. One retaining screw was reported but not returned for investigation. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.